Manufacturer narrative:
Concomitant medical products: 4068 lead, implanted (B)(6) 2000; 7002 lead, implanted (B)(6) 2007.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.